Event description:
According to customer, the creatinine reagent on their synchron lx I instrument was precipitating. The customer indicated that the problem was discovered when a "lo reagent" flag was generated by the lx instrument. The customer did not see any visible crystals in the creatinine reagent bottle. The customer reviewed the creatinine results for the day and questioned 17 pt results. The customer retested 17 pt samples and released corrected reports for all pts who had false high results. The customer did not provide any pt result data. Based on the information provided by the customer, two pt treatment decisions were affected by the falsely elevated creatinine result. Pt a was scheduled for surgery after the falsely high creatinine result was reported. The surgery was later cancelled after the lower (corrected) creatinine result was reported. Pt b received intravenous (IV) treatment after the falsely high creatinine result was reported. No additional information was provided by the customer regarding the type of IV treatment received.